Event description:
Baxter healthcare corp. 17221 red hill ave, po box 11150, santa ana, ca 92711-1150. Question 1: failure analysis or lab testing could not be determined or performed, respectively, on the device as the device was not returned. Question 2: info provided by the customer is insufficient to determine the extent the device may or may not have been attributable to the event. The customer reported a sheath was inserted into the pt and the device, at issue, was inserted into the sheath subsequently. Furthermore, it was reported the balloon appeared to have gotten cuaght on the distal tip of the sheath during extraction of the device. The balloon ruptured and separated from the device. Co does not recommend the usage of a shath - as it is not indicted in the device labeling - for the removal of fresh, soft emboli and thrombi from vessels in the arterial system. The device labeling clearly indicates, "with the balloon deflated, insert the catheter into the vessel and beyond the obstructing material. With the catheter suitably positioned, inflate the balloon with sterile fluid or gas. Remove the occlusive material by gently withdrawing the catheter."